Event description:
It was reported that the ventricular side of the external pulse generator measured no output. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular side of the external pulse generator measured no output. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the ventricular side measured no output. Analysis did find that both bail covers were broken, one case screw was missing, the ring was bent, the keyboard was scratched and the liquid crystal display was out of specification, it was missing pixels. All affected parts were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.